Event description:
User facility medwatch report number 0300360000-2023-8005 was received reporting "drill bit broke during surgery on elbow". It was also reported the original intended procedure was hemiarthroplasty, left elbow and osteotomy of the left ulna. Follow up was conducted with the facility who reported the patient was doing fine after the procedure and also reported the drill was available for return.two (2) drills were received for evaluation. This report is related to report number 3025141-2023-00126 for the other drill bit.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two (2) part number 80-0387, 2.8mm x 7" quick release drills were received for evaluation. The returned products were examined under magnification. Under magnification, it was confirmed that the batch/lot numbers were 530494 and 552237. The drill from batch 530494 appeared to be intact. The drill from batch 552237 had a fracture surface that was oblique to the long axis of the drill, indicating a brittle fracture in torsion. The broken drill was measured to determine the location of fracture and approximate the amount of material missing. The drill measured (B)(4) inches, indicating that approximately (B)(4) inches had broken off the tip. Drill tip breakage may occur when excessive force is applied to a drill during use to overcome increased resistance and/or a bending load applied during drilling. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.